Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood found on the exterior of the catheter. No blood was visible inside the catheter. The one-way valve was also returned. The sheath was not returned for evaluation. The one-way valve was vacuum tested and it held vacuum. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. The reported problem resulted from a condition known as ¿channeling¿. Arterial blood under pressure may run the length of the folds in the balloon membrane and drip or be expelled under arterial pressure from the balloon/catheter junction. This "channeling" is not a leak and will diminish as the iab catheter is inserted. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported by the customer that during intra-aortic balloon (iab) therapy there was an iab failure, however the customer did not provide any additional information about the specific failure. As of (B)(6) 2018 the customer stated: when inserting iab it did not fit in to 8 fr sheath smoothly. When it was inserted partially the balloon was filled with blood inside due to iab rupture. A new iab was used with no issues. The customer reported that was a patient death but the death was not attributed to the device by the facility.

Manufacturer narrative:
Initial reporter name: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported by the customer that during intra-aortic balloon (iab) therapy there was an iab failure; however, the customer did not provide any additional information about the specific failure. There was no reported injury to the patient.